Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt is getting a burning sensation between one of their pain stimulator's ins (one on their right side above their hip) and their pump, pt is also feeling a burning sensation on the top of their pain stimulator. The pt gets this feeling every single morning and 70% of the time when they go from a sitting down position to standing. The pt's hcp did a pump study on 2021-01-06 and concluded that pt's burning sensation had no relation to their pump. Pt's hcp also did a nerve block between their implant devices and on top of the stimulation and after 20 minutes the pt felt the same sensation for the nerve block did not resolve their issue. The patient was redirected to their healthcare provider to further address the issue. Pt has an appointment on 2021-02-15 with their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient had an abbot ins and not medtronic.